Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm synchroseal instrument wasn't functioning properly. The surgeon stated that the instrument was not syncing with the hand movements. The user was completing the procedure as planned using a backup synchroseal with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.